Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Error 42 were found during the device log review which confirms the reported event. Reported device was not sent back to brézins for investigation but was repaired by UK service center. It was mentioned that pressure sensor was replaced to solve the reported issue and device was returned to customer. The replaced defective pressure sensor kit was kept and sent to us for further investigation. Nothing was noted upon visual inspection. Several functional tests were performed and it was found that once the door of the device was closed with a tube set, the downstream pressure sensor value drifted towards its saturation output. An error 42 was then triggered. The reported event was therefore reproduced and was due to a defective pressure sensor. A CAPA has been opened on defective pressure sensors. This complaint is valid. The trend is abnormal and reported risk is lower than estimated risk. To our knowledge no patient consequences have been reported.

Event description:
Error 42.